Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the site was changed multiple times, but the customer continued to received occlusion alarms. The customer went to the emergency room and was then hospitalization with a blood glucose (bg) level in the 800's (mg/dl) and diabetic ketoacidosis. During troubleshooting with tandem's technical support (cts), the customer reported that the insulin appeared to be "gel like". Cts determined that the occlusion was in the infusion set tubing as there was no damage to the site when the site was removed. The customer was treated with intravenous fluids as well as nausea and pain medications. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.